Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 600 mg/dl and a high ketone level identified as dangerous. Bg cause was unknown. The customer delivered a correction bolus to initially address bg. Subsequently, the customer was admitted into the emergency room and was hospitalized where healthcare providers administered intravenous fluids of saline, potassium, and insulin to treat the high bg. A system check was performed, and it was found that the customer filled the cartridge with cold insulin. Customer was educated on loading room temperature insulin into cartridges. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.